Event description:
The report received from the affiliate indicated that during a pta to an in-stent restenosis (competitor stent) in a central vein (details unk), the balloon burst at 10 atmospheres on the second inflation. The target lesion was mildly calcified and 90% stenosed. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There were no adverse consequences to the pt. As per the reporting affiliate, no additional procedure or pt-related information is available. The product is available for evaluation and testing; however, it has not been received to date.